Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01219 / 03585). Product location unknown.

Event description:
It was reported a patient underwent an arthroscopic knee procedure. During the procedure, range of motion issues were identified, and the patient underwent a knee revision procedure approximately 9 months post-implantation. All components were removed and replaced to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No devices were received; therefore the condition of the components is unknown and the complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies. Review of complaint history found no additional related issues for part 195809 and part 195879. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.